Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) bands falling off varix. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the band was deployed onto the varix; however, the band did not stay on the varix and fell off, which lead to the varix to start significantly bleeding. Another speedband device was used to deploy two bands onto the bleeding varix, which subsequently controlled the bleeding. As a precaution, the patient was intubated. The patient was then admitted to the intensive care unit for overnight monitoring. The patient was given an intravenous drip of antibiotics for 72 hours with an infusion of terlipressin. It was reported that the patient had previous varices that may have contributed to the bleeding of the esophageal varices. The patient was discharged from the hospital and the patient&#38112;current condition was reported to be okay.